Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary visual inspection: lcp drill sleeve 1.5 f/drill bit ø1.1 was received at us cq. Upon visual inspection at cq. It is observed that the device looks good without any physical damage. Device is not failure or defective. Dimensional inspection (calipers: ca215p, gauge pin: gp32): dimensional inspection of the received device was performed at cq. The internal diameter at the tip was intended to be measuring from 1.15mm to 1.20mm and was measured to be 1.15mm. The external diameter near the threaded tip was intended to be measuring from 2.55mm to 2.65mm and it was measured to be 2.60mm. All dimensions were within specification as per the drawing 03_114_001 rev. F. Functional inspection: functional testing of the device cannot be performed as the device was received by itself. Investigation conclusion: a visual inspection, dimensional inspection, and document/specification review were performed as part of this investigation. The complaint cannot be confirmed as there is no physical damage observed with the device. A definitive root cause cannot be determined why the customer experienced the reported problem. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot manufacturing location: supplier ¿ avalign nemcomed / inspected, packaged and released by: monument release to warehouse date: (B)(6) 2018 part number: 03.114.001, 1.1 mm lcp threaded drill guide for 1.5 mm lcp plates lot number: h546865 (non-sterile) lot quantity: 200 purchased finished goods traveler met all inspection acceptance criteria. Certificate of compliance supplied by avalign dated (B)(6) 2018 was reviewed and determined to be conforming. Inspection sheet, incoming final inspection, ns068928 rev c met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device history review (B)(6) 2019: DHR reviewed this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case ¿ no patient information will be reported. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: veterinary complaint: it was reported that on (B)(6) 2019, the patient underwent surgery for distal radius. During the surgery, the surgeon had difficulty in attaching the locking compression plate (lcp) drill sleeve to a plate. The surgeon also had difficulty in attaching the bending pin to the plate. There was no surgical delay. Patient status was stable. This report is for a 1.1 mm lcp threaded drill guide. This is report 2 of 3 for (B)(4).